Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button. Customer's blood glucose at time of incident was 4.4mmol/l. Customer stated they did not press a button down for 3 minutes or longer. Customer was unable to clear the alarm. The customer was advised pump will need to be replaced. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 4.4mmol/l. The customer stated the numbers are not ramping on their own. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. No stuck button alarm was noted during testing. No unlocked keypad connector during visual inspection noted. The pump failed leak testing due to a cracked case behind the pump near the battery compartment. The pump was received with a fading serial number label, a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.